Event description:
The customer passed out and was hospitalized due to low bgs. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a lead screw test was completed and passed. Suggested customer call their doctor to discuss possible causes of low bgs.